Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to failure to achieve hemostasis, include, but not limited to user technique (poor or partial tissue capture, air knot). The patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the left common femoral artery was done with two proglide devices using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. The sheath was upsized to 16f and the tavi procedure was completed. Reportedly, post procedure, the suture knots were successfully advanced to the vessel wall and tightened with the suture trimmer; however, there was still significant blood oozing. A vascular surgeon was called to manage and close the access site. Hemostasis was achieved via nick and spread cut-down. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.